Manufacturer narrative:
The provided session records were reviewed by technical services and it was determined that the user not being able to deliver manual therapy through the fibber/nips portion of the device while in an ongoing episode is expected device behavior. A device history record (DHR) review was performed and all required manufacturing processes and inspections steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities.

Event description:
It was reported, the patient presented due to an ongoing episode of ventricular tachycardia (vt). The vt had fallen into the programmed monitoring zone of the device, therefore, no therapy was delivered. The healthcare provider attempted to deliver atp through a programmer, however, was unable. Technical support was contacted and confirmed programming therapy due to an ongoing episode is not possible. External defibrillation was used to break the arrhythmia. Reprogramming was performed to resolve the event. The patient was stable.